Manufacturer narrative:
A sample with lot number 534883164x was received for evaluation. After performing functional inspection, the condition reported was confirmed. The tube was observed to be occluded. The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. The most likely root cause is that the issue is due to workmanship during the manufacturing process. There is a lack of solvent, which is generated by a dispenser, during the bonding process when the application is performed without a guide pin. Personnel involved in the process were notified about the reported condition and a quality alert was posted to notify personal. The sampling plan was moved to tight and quality inspection is being performed every 12 hours as well as random inspections. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure fluid was not moving through the extension tube. Attempts to push fluid through with a syringe leads to resistance and backward flow into syringe. Patient status is alive with no injury.